Event description:
Healthcare professional reported that approximately 122 months post implant the valve was electively replaced during concomitant aortic valve replacement. He stated the the mitral bioprosthesis was replaced as a precautionary measure. The valve was returned for analysis.